Event description:
That during a coronary stent procedure, the stent dislodged during advancement to the target lesion. The stent was located and deployed without incident. No pt injury was reported. Pt status was reported to be satisfactory/good at the end of the procedure.

Event description:
Upon further review of co's files, it was determined that the complaint associated with medwatch report # 6000093-2005-00318 was filed under na incorrect MFR report number: therefore, this medwatch has been created to alert the FDA that the report should have been submitted under MFR report number 6000089.